Manufacturer narrative:
(B)(4). Brief description of complaint: the patient was burned on the back of the thigh. There was a possibility that the handpiece got into the patient¿s thigh and the switch of the handpiece was left on temporarily. The floor was soaking. Analysis conclusion: complaint not confirmed: the device functions as intended and met the product specification requirements for electrical continuity and saline flow rate testing. The complaint could not be recreated for the patient injury, burn, issue that was reported in the complaint description. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the patient was burned due to the aquamantys device being inadvertently activated on the patient outside the surgical site. The burn was 10 cm x 10 cm on the back of the patient¿s thigh. The degree of the burn is unknown.